Manufacturer narrative:
The reported incident has been classified as a flow rate discrepancy. The treatment date files are not available. Gambro lundia ab has developed a procedure to address potential flow rate discrepancies, as described in the advisory notice. This procedure has been distributed to all users of prismaflex devices. Software changes have also been developed, which will be implemented in a future software revision. The gambro tech that investigated the prismalflex machine confirmed that the instructions in the advisory notice 019 (which had been provided to the clinic) had not been followed. The tech explained the procedures to the clinic staff and showed them what they need to do to resolve a discrepancy.